Manufacturer narrative:
On (B)(6) 2018, a new sample from the patient was tested. The troponin t result from the cobas h232 meter was 151 ng/l. The troponin t result from the cobas 8000 e 801 module was 28 ng/l. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event.

Manufacturer narrative:
Sample material from the patient was received for investigation and was tested on a cobas e411 analyzer. The results were 21.95 pg/ml and 22.22 pg/ml one native blood sample was spiked with sample from the patient and tested on a qualified cobas h232 meter. The results were <40 ng/l and <40 ng/l.

Manufacturer narrative:
Additional information was received that the analyzer at the (B)(6) hospital was actually a cobas 6000 e 601 module. No customer material was received for investigation. Relevant retention material roche cardiac poc trop t # 22274810 was measured on qualified cobas h232 with: three native blood samples and one spiked blood sample (c=100 ng/l), n= three test strip per blood sample. The blood samples were measured on cobas e411. The mean of the measurements on qualified cobas h232: first native blood sample: <40 ng/l. Second native blood sample: <40 ng/l. Third native blood sample:: <40 ng/l. Spiked blood sample (c=100 ng/l): 112 ng/l. Cobas e411 measurements: first native blood sample: <3.00 pg/ml. Second native blood sample: 4.24 pg/ml. Third native blood sample: <3.00 pg/ml. Spiked blood sample (c=100 ng/l): 115.4 pg/ml. The results of all measurements fulfilled the requirements. Five tubes of the customer's samples were received. The patient samples (tube 1-5) were measured on cobas e411. Cobas e411 results: first tube: was not possible to test. Second tube: 24.41 pg/ml. Third tube: 31.19 pg/ml. Fourth tube: 28.85 pg/ml. Fifth tube: 26.92 pg/ml. On the basis of these results, an anti-interference test was not possible.

Manufacturer narrative:
As no product was received from the customer, further investigation was not possible.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t results for one patient from cobas h232 meter serial number (B)(4). The cobas h232 meter is not approved for use and is not like or similar to a product approved for use in the united states. The result from the meter was 118 ng/l and was reported outside the laboratory. The patient was sent to a cardiac hospital and new samples were tested on a cobas 8000 e 602 module. The troponin t result on the same day was 20 ng/l and on (B)(6) 2017 was 22 ng/l. On (B)(6) 2017, the result from the meter was 111 ng/l and was reported outside the laboratory. The patient was sent to a cardiac hospital and new samples were tested on a cobas 8000 e 602 module. The troponin t result on the same day was 16 ng/l. On (B)(6) 2017, the result was 23 ng/l and on (B)(6) 2017, the result was 24 ng/l. There was no allegation of an adverse event.